Event description:
Device 1 of 3. Reference MFR report #: 1627487-2015-07366 and 1627487-2015-07367. It was reported the patient underwent the permanent procedure on (B)(6) 2015. During the procedure, the physician had difficulty steering the leads to the target location due to the leads not staying in the midline. Intraoperative testing showed that the patient was only getting stimulation in the abdominal area instead of the low back and legs. Multiple leads were tried without success. The doctor decided to abandon the procedure after an hour of failed attempts.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.